Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the libre 2 application that would have led to the complaint. The user reported missing high and low glucose alarms when attempting to scan their sensor on the libre 2 application. Successfully start a sensor, receive glucose readings and alarm notifications in the application using a similar configuration and was unable to reproduce the complaint. Therefore, the complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with phone model samsung galaxy s21 fe 5g, operating system version 13, app version 2.8.4.9335. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness. Customer treated by a third-party with ¿cup of juice.¿ there was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device in use with an unknown phone with unknown operating system. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness. Customer treated by a third-party with ¿cup of juice.¿ there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.